Event description:
Patient was receiving ambulatory infusion of 5-fu over 46 hours. Sometime overnight during the last 8 hours of her infusion, the cassette began leaking. Patient woke up to alarm "air-in-line". When she opened the fanny pack the pump was being housed in, she saw a dried white powder all over the outside of the cassette and pump. She also saw that the bottom of the fanny pack was wet. She turned off the pump and immediately came to the clinic. Rn and rph assessed pump. She was deaccessed and pump+cassette were taken to the pharmacy to be inspected under IV hood. Patient did not receive last 5% of chemotherapy. Rph could not determine exact location where leak was coming from, but it happened again on (B)(6) when the pharmacy tech was preparing product for a different patient and it was obviously coming from the cadd medication cassette reservoir, but since it was again with 5-fu (hazardous), we did not feel comfortable with excessive handling of the product. All cassettes quarantined and simulation testing with an additional 4 cassettes was conducted using normal saline to allow for safer handling during assessment of leak. One of those 4 cassettes was leaking and it was coming from the point at which the built-in-tubing connected to the IV bag inside the cassette was the exact location of the leak. Manufacturer initially notified on (B)(6) 2021 and ongoing communications in progress. We are shipping the 1 simulated cassette (drained) so that their quality department can test the product. FDA safety report ID # (B)(4).